Manufacturer narrative:
The component code has been updated.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). As date and time settings were incorrectly set on the meter, the patient did not know the exact time and date of the meter measurement. The patient's nurse stated that the meter measurement occurred on (B)(6) 2022 and laboratory testing of the patient took place within 4 hours of the meter measurement. A sample from the patient was tested using the meter, resulting in a value of > 8.0 inr. On the same day, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 2.7 inr. The laboratory value was believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.